Event description:
Thumbwheel broke while disengaging after insertion. Additional information was received on (B)(6) 2013: surgery was a 2 level anterior cervical discectomy and fusion (acdf). The set screw from the custom inserter thumbwheel broke when it was disengaged from the impact after insertion. A piece of the set screw fell into the surgical wound. It was removed with a forceps. A back up device was available to complete the second level of the surgery. Customer felt the issue was due to the torque from turning the thumbwheel which broke the set screw. A confirmation x-ray performed and no part of the device was left inside the pt.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated on the reported information.